Manufacturer narrative:
No button error alarm was noted. There was intermittent button response from up and down arrow buttons, due to corroded keypad traces. The insulin pump had a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at display window corners.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was not known. Customer was outside cutting the grass and sweating a bit when the alarm was received. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.